Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The patient presented with a myocardial infarction. Vascular access was obtained via the femoral artery. The 99% stenosed in-stent restenosed concentric lesion measuring 4.0mm in diameter and 20mm in length was located in a moderately tortuous and moderately calcified left anterior descending artery that contained a bend of seventy degrees. The lesion was predilated with both a 2.5x15mm apex balloon and a 3.0x10mm cutting balloon. A 4.0x28mm taxus liberte drug eluting stent was advanced to the lesion, but resistance was felt and the physician could not cross the lesion. The physician attempted to pull the device back into the guide catheter; however, the stent dislodged in the proximal left circumflex artery. The dislodged stent was successfully removed with a snare. The procedure was completed by stenting the proximal left circumflex with a 3.5x28mm non bsc stent and post-dilating with a 4.0x20mm quantum balloon. No further patient complications were reported. Patient status is listed as fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).